Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The physician performed a cystoscopy and found the cuff was coapting as expected. The physician decided to explant the device and replace with a smaller size cuff. There were no additional patient complications reported.